Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that he changed the battery on (B)(6) 2011 and when he woke up on (B)(6) 2011, the infusion device had shut down and had over-heated. He changed the battery and was not able to turn the infusion device on. His blood glucose measured 200 mg/dl. His normal morning blood glucose level is 90 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device as requested to be returned for evaluation.